Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that for at least a couple months now, they'd been wetting themselves without even knowing. Their symptoms were coming back. The patient stated they tried to connect to their settings the other day with their 3037 patient programmer using their antenna so they could raise the stimulation but they couldn't get it to connect because the antenna was frayed in 3-4 different places. Patient services reviewed with the caller that they could still try to connect to their ins without the antenna and offered to assist the patient in doing so, but also reviewed ins battery longevity considerations and suggested the potential that the ins battery was depleted. Patient services asked the patient if they were aware of how much time they had left on their implant battery and the patient stated that they didn't know. Patient services walked the patient through trying to connect without the antenna but the patient was seeing a screen they couldn't describe. They stated they were seeing a circle with an "I" in the upper left-hand corner with an "odd shape" in the center. Patient services asked the patient if the "odd shape" looked like a baby carriage/ins and the patient said yes and that there was an arrow and also what looked like their "box" (the 3037 programmer). Patient denied seeing a question mark on the screen. Patient services asked the patient if they were using regular aaa alkaline batteries and the patient confirmed that they were, that they were new energizer alkaline aaas. Patient services asked the patient if they could try another set of batteries because at one point the patient saw the screen flashing but the patient asked if they could call back at another time to continue troubleshooting. Patient services reviewed they could certainly call back to troubleshoot but reviewed the action the patient should take should be to follow up with their managing healthcare provider (hcp) to check the implanted system to see if the ins battery was at end of life. Patient stated they didn't know the name of their hcp, that they would see "whoever". Patient to call back. Patient services did not ask to grab 3037 serial number as the patient requested to call back at a later time to troubleshoot. Patient called back. They had got new batteries for the patient programmer. Tried using the patient programmer without the antenna. Patient said they were getting a circle with and I in upper left corner. They then were seeing an icon that looked like the stimulator and something round next to it. Caller said it was not a battery. It was like the antenna next to it. Was not able to identify what screen the patient was describing. Sent email request to repair for antenna replacement. Suggested the patient make an appointment with doctor to check stimulator battery level. Additional information was received from the patient. The patient reported that the cause of the screen they couldn't describe was known. They reported that what likely caused or contributed to the issue was the cable and the controller. They reported that steps taken to resolve the issue included that they were sent a new antenna. They reported the issued had been resolved. They reported that the cause of the antenna fray was determined. They reported that what likely caused or contributed to the issue was it fryed. They reported that steps taken to resolve the issue included that on (B)(6) 2025 they would need the battery replaced. They reported that replacing the antenna did not resolve the issue. They reported that additional steps that would be taken included that on (B)(6) a new battery would be replaced. Additional information was received from the patient. The patient reported that they had their ins removed on (B)(6) 2025.

Manufacturer narrative:
Continuation of d10: product ID 3037 serial# unknown product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.